Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. The reported issue that the device 8100 displayed an error code 210.4150 was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, tech has error code 210.4150 on 8100 unit, which has to do with the bottle-side sensor needs to be replace. Needs to replace pressure senor, also once replace if still get same error unit has to come in for services. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services couldn¿t determine the probable cause of the customer¿s reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the 8100 displayed an error code 210.4150. There was no patient involvement.